Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed following review of the controller log files, which revealed that a controller fault alarm occurred on (B)(6) 2015. However, the problem could not be replicated during bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. The controller was in use when the reported event occurred. The circumstances of the event and the controller log files indicate that the most likely root cause of the event is a diode with high leakage current on the automatic power switch circuit. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient's controller indicated a "controller fault". The site replaced the controller with the back-up controller with no reported patient consequences. No further information was provided.